Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found an insulation abrasion at 4.5 cm to 4.6 cm from the connector pin which breached the full insulation.

Event description:
This report is to advise of an event observed during analysis.